Event description:
It was reported to boston scientific corp that a gemini stone retrieval paired wire/ helical was used during a lithotripsy procedure performed in 2008. According to the complainant, the basket broke and did not open. The procedure was completed with another gemini stone retrieval paired wire / helical device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date and expiration date are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.